Event description:
It was reported that during a routine follow up, externalized conductors were observed. The electrical function of the lead was observed and tested and no anomalies were noted. The lead was explanted and replaced. Patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.